Event description:
It was reported that the physician was experiencing difficulties interrogating a patient¿s generator. The physician indicated that the handheld keeps getting stuck and will not complete the interrogation. The physician performed a hard reset and attempted another interrogation; however, the handheld froze again. A new handheld was sent to the physician. The physician confirmed that the new handheld was functioning properly and that the old handheld will be returned to device manufacturer for analysis; however, the handheld has not be returned to date.

Event description:
Analysis of the handheld was completed on (B)(6) 2013. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(6) 2013. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Screen freezing in the handhelds has been previously investigated and addressed by the device manufacturer.